Event description:
It was reported that the patient presented to the emergency room with chest pain and phrenic nerve stimulation. The atrial lead exhibited loss of capture and sensing. The lead was turned off. A computed tomography scan revealed that the lead had dislodged and perforated the heart. On (B)(6) 2015 the lead was explanted and replaced. There was minimal effusion and no tamponade. The patient tolerated the procedure well and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.